Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent inaccurate fill estimate readings occurred. Customer did not recall blood glucose level; however, reported it was within range. As the events occurred in the past, tandem technical support was unable to determine a possible cause of the reported event.